Event description:
Attempted to set angiomax infusion on IV pump, while attaching 2nd module to pump it alarmed "disconnected." I reset and attempted to start angiomax infusion and pump alarmed "blockage in pump." After this the pump would not work and new pump and module had to be obtained. This resulted in the pt not getting anti-thrombolytic medication in a timely manner during a percutaneous coronary intervention (pci).